Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported the patient (B)(6) experienced swelling, redness and pain at the ipg pocket site. Patient had no fever and no infection was present. It was noted that due to the patient having an increased bmi, it was difficult to create the ipg pocket. The redness and swelling later resolved without intervention, however the pain continued. Surgical intervention was undertaken on (B)(6) 2017 and the ipg was buried deeper in the existing pocket.